Event description:
The sales rep reports that during a procedure, the customer's expressew ii jaws opened but wouldn't close. They used another like device to complete the procedure with no pt consequences.

Manufacturer narrative:
The complaint device was received and evaluated visually and functionally by quality and r&d engineers. The jaw actuator pin hole appears to have fractured, causing the lever to disengage with the pin, rendering the jaws inoperable. The remainder of the hole eyelet was not returned. This failure mode is believed to be attributed to the application of excessive mechanical force, a user issue. Furthermore, to preclude or verify any lot anomalies, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Followup attempts at gathering additional info on the location of the eyelet fragment, whether or not it fractured off into the body, have been unsuccessful. Therefore we are filing a report to document this event as a fail-safe method. No further action is warranted at this time. If, however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.